Manufacturer narrative:
A review of the device history record was performed for 16ko75862 during this investigation no discrepancies were found. All device history records are reviewed and approved by quality prior to release of product. A root cause cannot be determined without a sample to evaluate. Established trends are escalated at the monthly corrective action and preventative action (CAPA) review boards, which reviews trends and determines if a CAPA should be opened to provide a formal investigation for this event. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the product pack contains 10 raytec sponges and there were 11 inside the pack.